Event description:
It was reported that this patient underwent a left total knee arthroplasty. Subsequently, approximately eleven (11) months later, the patient sustained a hyperflexion injury with the presence of swelling and a hematoma. The patient experienced reduced range of motion but recommended to do flexion exercises, and to ice and elevate quads. Medical intervention of medication was required. No surgical intervention was reported. The devices remain implanted. No further patient impact was reported. No additional information is available.